Event description:
It was reported that during a da vinci-assisted surgical procedure, the inner part of the jaw of the harmonic ace instrument started to peel away halfway through the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.